Event description:
It was reported that inflatable penile prosthesis (ipp) device stopped working and a leak was obvious. Physician tried pumping but no troubleshooting resolved the issue. During replacement surgery found tear in tubing from pump to cylinder. No patient complications related to device.